Event description:
It was reported that stent was slightly loose on the balloon. The target lesion was located in the renal artery. A 7.0mm x 19mm x 150cm express sd renal/biliary stent balloon expandable was selected for treatment. Upon opening, the stent struts appeared damaged, and the stent appeared slightly loose or not attached to the balloon. The procedure was completed with a new 7.0mm x 19mm express sd. No patient complications were reported.